Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a constant upstream occlusion alarm during flow rate testing. Service evaluation verified the upstream occlusion alarms. The cause was identified to be cracks in the ultrasonic sensor flex. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an upstream occlusion alarm during flow rate testing. There was no patient involvement. No additional information is available.